Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause for the pvl could not be determined with the limited available information. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article ¿comparison of the edwards sapien s3 versus medtronic evolut-r devices for transcatheter aortic valve implantation¿, the short-term outcomes of transcatheter aortic valve implantation with the edwards sapien 3 and the medtronic evolut-r were compared from a single high-volume tertiary center. 124 patients were implanted with the sapien 3 valve. 3 patients had greater than moderate paravalvular leak (plv) post procedure. There was no additional information available. Reference: jeremy ben-shoshan, md, phd, et al. Comparison of the edwards sapien s3 versus medtronic evolut-r devices for transcatheter aortic valve implantation. Department of cardiology, tel-aviv sourasky medical center affiliated to the sackler faculty of medicine, tel-aviv university, tel-aviv, israel. (2015).